Event description:
A discordant, falsely low human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl 200 instrument. The discordant result was flagged with a high "a" error by the instrument and erroneously reported to the physician(s). The patient was given a computed tomography scan due to the falsely low result . The sample was repeated on the same instrument twice with manual dilution after being reported, and the instrument flagged both results. The sample was repeated on the same instrument after instrument re-configuration, and the sample resulted higher. It is unknown if the correct result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low hcg result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated to tsc that the discordant result was flagged with a high "a" error, and was not repeated before releasing the result to the physician(s). The operator did not follow the instructions in the operator guide for high "a" errors, which mean that the sample requires dilution. Tsc instructed the customer to re-configure the instrument to allow performing auto-dilution on above assay range samples. The customer repeated the sample after troubleshooting, and the result was as expected. It was also discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely low hcg result being reported is a user error. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.